Event description:
Pt with severe fibrocystic breast disease. Original bilateral sub-cutaneous mastectomies with reconstruction in 6/80. Capsular contractures developed with further surgery required. 12/1/82 mammary implants removed, fibrous contractures released and muscle flaps reconstructed with insert of mammary implants. Pt developed pain and tenderness of breast area which was constant. Or performed. Bilateral rupture of shell of implant identified during or.